Manufacturer narrative:
The actual device was not returned, only the broken piece of the actual catheter which was 10mm in length was returned to the manufacturing facility for evaluation and the lot number is unknown. Magnifying inspection found the cut edge of the broken surface had a sharp shape and there was an extended part. A review of the manufacturing and inspection records of the detector for defects of the catheter revealed no abnormality for the past half year. The production lot number was not provided by the user facility, which prevented a meaningful review of production or complaint records. Although the cause of the reported event cannot be definitively determined based upon the available information, there is no evidence that this event was related to a device defect or malfunction. The user facility information and the evaluation results suggest that the actual sample may have been damaged by reinsertion of the inner needle, and subsequently broken by a pulling force. The device labeling does address the potential for such an event in the instructions-for-use by statements including: "do not attempt to re-insert a partially or completely withdrawn needle. Be careful not to damage the catheter by forceps. And also not to damage the catheter by tip of needle, scissors or other sharp object. If you do any of these, catheter might break and possibly risk of leakage and contaminating air." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending, and follow-up. (B)(4).

Event description:
The user facility reported that the surflo i.v catheter device broke. Follow up communication with the user facility reported: on (B)(6) 2015, nurse a inserted the catheter into the patient before an operation; on (B)(6) 2015, nurse b removed the catheter from the patient after the infusion; on (B)(6) 2015, the patient felt that something was wrong with the back of his hand; the tip of the catheter was surgically removed; and it was reported that the patient is "fine".